Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken and o ring was missing. The customer¿s blood glucose level was 171 mg/dl. The customer also reported that the reservoir was not able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip and missing reservoir tube o-ring noted.